Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient indicated that she first noticed a problem with the subject meter on (B)(6) 2014, at 4:23pm. She reported obtaining, on dates/times unspecified, blood glucose results of ¿312, 169, 252, 156 and 133 mg/dl¿ on the subject meter performed more than 20 minutes apart. The time difference of greater than 20 minutes between meter readings makes this comparison invalid. The patient does not administer medication to manage her diabetes. She denied making any changes to her usual diabetes management regimen as a result of receiving the alleged inaccurate results. The patient denied using any other device to check her blood glucose levels. She alleged, ¿2 hours¿ after the issue with the meter started, developing symptoms of ¿sleepy, words slurred, hard to walk, dizzy¿ and alleged receiving ¿fluids at the emergency room¿ to treat her symptoms. During troubleshooting, the cca noted that the patient was using an approved sample site and the subject meter was set to the correct unit of measure. Replacement products were sent to the patient. This complaint is being reported because, the patient claimed she obtained inaccurate readings on the subject meter, reportedly developed symptoms suggestive of an acute diabetes excursion, and was treated for symptoms of either severe hypoglycemia or hyperglycemia by a healthcare professional, after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.